Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A visual observation of the returned sample revealed evidence of use. The stylet had been completely removed from the catheter, but was still attached to the t-lock extension set. A break in the polyimide tubing was observed 4.95cm from the distal tip of the polyimide tubing. The polyimide tubing was kinked 1cm proximal to the break and 0.5cm distal to the break. A microscopic examination revealed that the polyimide tubing had been kinked where it had fractured. Kinks were also observed between the magnets both proximal and distal to the fracture in the polyimide tubing. The cross section of the adjoining ends of the polyimide tubing was noted to be uneven and granular. It appears that the stylet was kinked during use, which may have initiated the fracture in the magnetic end of the stylet. The powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebq1775 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the stylet in the PICC fractured. No other information was provided, but has been requested. Additional information: wire was pulled out and noted the sensor wire was broke off the line. Wire was sticking out of the lumen and healthcare professional was able to grab it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1775 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the stylet in the PICC fractured. No other information was provided, but has been requested. Additional information: wire was pulled out and noted the sensor wire was broke off the line. Wire was sticking out of the lumen and healthcare professional was able to grab it.